Event description:
It is reported that end-user developed a red, bumpy satellite rash at the right lower quadrant (rlq) of peristomal skin which occurred any months ago, associated with the ostomy tape collar. It is further reported that the end-user was seen by a physician (md) who prescribed nystatin cream to be applied to the affected site which end-user attempted to use once; however, discontinued use due to the tape collar failure to adhere to skin related to the moisture from the cream.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that end-user performs skin care and cleansing uses adhesive remover wipe; washes skin with water; pats skin dry; applies skin prep to skin; allows to dry then applies hollister adapt barrier rings to skin and then covers with moldable wafer. Skin care options including crusting techniques were discussed with end-user. Lastly, end-user was instructed to notify health care provider to order nystatin powder for use. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. A return sample for eval is not expected, as the box is no longer available for lot number retrieval. Reported to the FDA on august 01, 2014. Note: the actual date of event is unk, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.